Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. The health care professional (hcp) faxed operative notes due to a pocket infection. The scs was explanted on (B)(6) 2016. It was reported that the leads were also removed during the surgery. There was no sign of infection, no erythema, and nor fluid or purulent discharge. Attention was focused on the left lower lumbar paraspinous area where the implantable neurostimulator (ins) pocket was. There was a 1 cm hope in the incision in the middle of the pocket where drainage had occurred the day before. The ins and leads were removed. Cultures were taken of both the midline and pocket for aerobic and anaerobic. The pocket was soaked with iodine and flushed with saline. The notes also indicated that a surgery was performed on (B)(6) 2016. It was reported that an elliptical incision was used to cut out a 2 x1 cm superficially infected portion of the main incision. There was no purulent discharge within the pocket. All of the tissue looked very healthy. The pocket was flushed and closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.